Manufacturer narrative:
This report is filed on december 19, 2017.

Event description:
Per the clinic, on (B)(6) 2017, during attempted insertion of the electrode array, the marker tip allegedly broke away from the sheath resulting in the surgeon to discontinue use of the device. The patient was successfully implanted with the backup cochlear implant. There is no report of patient injury associated with this event.